Event description:
As reported by the user facility: event description: customer reports; nurse started IV then put the needle down the bed and when cleaning up was stuck by needle. Safety clip did not engage.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is ongoing at this time. A f/u report will be submitted when the investigation results become available. (B)(4).